Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between an unspecified line of the homechoice cassette and an unspecified bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during a dwell phase of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between an unspecified line of the homechoice cassette and an unspecified bag that led to this alarm. The patient confirmed they properly tightened the connection before therapy started. No visible damage was noted on the disposables. Renal therapy services (rts) advised patient to start over with new supplies and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.